Event description:
It was reported that a new freestyle libre 3+ sensor was started in the libre app rather than in the ilet app, resulting in the sensor being in use by another device; the user then initiated a new sensor within the ilet app and placed it into warmup. User experience elevated blood glucose peak of 227mg/dl with no adverse clinical symptoms associated. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem identified, associated with an improper or incorrect procedure or method related to app and sensor setup; a specific device component term was not applicable. It was concluded, based on previously established findings for similar reports, that the cause was traced to user error and improper or incorrect procedure.